Event description:
Pt received a shelhigh aortic valve a few months ago. Pt developed fever, central nervous system symptoms and positive blood culture. Transferred to our facility for further management.